Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the vitrectomy blade did not cut during a vitrectomy procedure however the aspiration was functioning. There was no harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
One opened probe was received without a tip protector in an envelope for the report of did not work, did not cut. Two photos are attached to the parent file. The photos were reviewed by the manufacturing site. The first photo is of a tray and confirms the reported lot information. The second photo is of a probe, however, the condition of the probe cannot be determined from the photo. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and was found non-conforming with the needle bent above the stiffener and foreign matter on the port face. The sample was then functionally tested for aspiration, actuation, and cut. The sample was found conforming for cut and was found non-conforming for aspiration and actuation. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter is bent. Gouge marks were observed at the bend area and several other locations along the inner cutter. The sample was tested with a syringe and no resistance was felt. After disassembly (bent needle and shell removed), the probe was able to actuate and aspirate. The complaint evaluation confirms the probe had an actuation issue, however a cut issue was not confirmed. Unrelated to the reported event, the complaint evaluation confirms the probe had an aspiration issue. The most likely root cause for the actuation and aspiration non-conformances is from the bent needle and bent inner cutter. A damaged inner cutter can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. An exact root cause for the bent needle and the bent inner cutter was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).